Manufacturer narrative:
Follow-up #1: date of submission 28-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: review of the black box data revealed data from the time of the alleged event had been overwritten due to continued use. The available data revealed multiple records of loss of prime with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without the occurrence of loss of prime. The force sensor was evaluated and found to be operating within the required specifications. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.